Manufacturer narrative:
Based on the additional information regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fistula and surgery are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 17-jan-2022, a device evaluation was completed for the device. On (B)(6) 2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. On 14-jan-2022, the device was tested per quality control procedure by kci quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On 29-nov-2021, the following information was reported to kci by the patient's family member: the patient was hospitalized allegedly due to a fistula that developed and stool present in wound. The patient was being transferred to a different hospital for surgery. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fistula and surgery are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring. Multiple unsuccessful attempts were made to obtain additional clinical information. A device evaluation is pending return of the device. Device labeling, available in print and online, states: warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. The patient's wound: assess for exposed vessels, anastomotic sites, organs, and nerves. Adequate protection should be present (refer to protect vessels and organs in the warnings section).